Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was broken, and it won't open. A field service engineer found a failure in the auxiliary half-height drawer. Identified that auxiliary sub drawer 2.1 had an open/close sensor failure. The sensor could not be replaced due to a sheared bolt. Performed a drawer swap; however, the replacement drawer was found damaged, likely due to shipping. Replaced the half-height drawer with a functional unit, properly configured it, and set it to hardware test application (hta) mode. Verified that the drawer was responsive. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was broken and failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.